Event description:
Nurse pinched up skin yet was not able to pinch up very much because the patient was too thin. Then nurse injected the insulin, but the needle went all the way through the backside of the pinch and stuck the nurse.